Event description:
Healthy ems provider, asymptomatic, was defibrillated by a zoll monitor/defibrillator by another basic ems provider - user error most likely the cause. Subjected went into a prolonged cardiac arrest - outcome pending. Subject remains unconscious and in critical condition.